Event description:
It was reported during the implant procedure that the physician was unable to extend helix - attempted x2 with at least 20 rotations without success. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) helix/lobe distorted/bent. The helix was stretched and while still functional, did not have smooth deployment or retraction.